Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. The 510k: this report is for an unknown polyetheretherketone (peek) cage. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant/explant date: unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article ahn s-s., so w-s., ku m-g., kim s-h., kim d-w., lee b-h. (2016). Radiologic findings and risk factors of adjacent segment degeneration after anterior cervical discectomy and fusion : a retrospective matched cohort study with 3-year follow-up using MRI. J korean neurosurg soc 59: 2, pp. 129-136. South korea. The purpose of this study was to figure out the radiologic findings and risk factors related to adjacent segment degeneration (asd) after anterior cervical discectomy and fusion (acdf) using 3-year follow-up radiography, computed tomography (CT), and magnetic resonance image (MRI). The study included 64 patients split into two differing groups, the asd (32 patients) and non-asd (32 patients) group. Each of these patients were implanted with a polyetheretherketone (peek) cage filled with a mixture of hydroxyapatite/¿-tricalcium phosphate (ha/tcp) (cervios chronos, synthes spine, west chester, pa, USA). Cage subsidence was observed in a total of 16 cases (7 in the asd group and in 9 cases in the non-asd group). One (unknown polyetheretherketone (peek) cage) for cage subsidence discovered in 16 patients. One (mixture of hydroxyapatite/¿-tricalcium phosphate) for cage subsidence discovered in 16 patients. This report is for an unknown polyetheretherketone (peek) cage. This is report 1 of 1 for complaint (B)(4).